Event description:
Customer reported system intermittently not booting up all the way. Also, intermittently not getting an image after exposure.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and gpos single board computer. System operates as intended.